Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the mlx 300w xenon lightsource was received in used condition. Evaluation was unable to replicate the issues of this 00mlx unit overheating. However, evaluation was able to identify that this unit was damaged and required repair. Worn/broken parts were replaced. The xenon lightsource passed all service and repair testing. Root cause analysis: the reported complaint could not be confirmed. The issue of this 00mlx unit overheating could be due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) was overheating. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.